Manufacturer narrative:
Technician found the bed in ICU, vacant with note stating head will not stay up, slowly drifting down. Cause -- CPR linkage was not sticking; manifold was contaminated. Resolution -- replaced hydraulic manifold to resolve the issue.

Event description:
Technician found the bed vacant with note stating "head will not stay up; slowly drifting down". No injury alleged.